Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue and was returned for investigation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. The lamp was for evaluation. As the company representative had indicated in the service report, the lamp had exceeded its rated life at 406 hours and functioned as intended during this time, the lamp was not evaluated. The root cause of the reported events can be attributed to the lamp reaching its expected life. However, no problem was found with the lamp as it functioned as intended through its expected rated life. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the light was dim. Additional information was received indicating a system advisory displayed stating to replace the lamp. The procedures scheduled for the day were completed without incident.